Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer was still connected at the site during the fill tubing process. Subsequently, the customer's blood glucose decreased to 36 mg/dl. The customer consumed carbs to cover extra insulin delivered.